Event description:
Sales rep reported on 13dec2023 that upon revision of non-union the surgeon discovered fracture in cpsmidr-10. The plate was originally implanted on (B)(6) 2023. The surgeon acknowledged that there was unlikely any issue with the implant itself but more likely due to patient being overweight and it is suspected non-compliant with post-op directives. This did not cause additional harm, nor did it cause discomfort. The plate and screws were subsequently removed and replaced with a new cpsmidr-10.